Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (specialist in internal !medicine and rheumatology). This case concerns a (B)(6) year old female patient who experienced reactive arthritis after receiving with synvisc. Patient's medical history included hypertension,osteoporosis, uterine myoma (at the age of (B)(6), both ovaries removed via surgery) and surgery for gallstone (at the age of (B)(6)). The patient concurrent conditions included hyperparathyroidism primary, sleep apnea syndrome (night; continuous positive airway pressure) and polyarticular pain. The patient did not have any food or medicine allergy, diabetes mellitus, hyperlipidaemia, heart disease, kidney disease, liver disease, asthma and tuberculosis. The patient's family history included collagen disorder in elder sister (noticed for pneumonia at the age of (B)(6), details were unknown). The patient was a non-smoker and did not had alcohol consumption. Patient's relevant past drug included raloxifene hydrochloride (evista). An unknown date (at around the age of (B)(6)), the patient started to visit hospital for gonarthrosis. On (B)(6) 2014, the patient received the first dose of intra-articular synvisc injection at a dose of 2 ml, weekly (lot/batch number and expiration date: not reported) into the right knee for gonarthrosis in the hospital. On (B)(6) 2014, the patient received the second injection of synvisc into the right knee and the first injection into the left knee. On (B)(6) 2014, the patient received the third injection of synvisc into the right knee and the second injection into the left knee. On (B)(6) 2014, the patient received the third injection of synvisc into the left knee. On (B)(6) 2014, 22 days after the first dose of synvisc injection, the patient experienced reactive arthritis as swelling and pain in both knees worsened. Four days later, the patient revisited the outpatient department of the hospital, where she was given a diagnosis of allergy. In mid (B)(6) 2014, the patient experienced arthralgia of both shoulders, both elbows and both wrists: pain running down the upper arm and pain around the finger joint appeared. Also, high values of inflammation reaction were noted and urinary tract infection was diagnosed. On an unknown date in mid of (B)(6) 2014, a close investigation was performed in the hospital which ruled out urinary tract infection. On an unknown date in (B)(6) 2014, the patient was referred to the department of orthopedic surgery of the hospital, where osteoporosis and right idiopathic osteonecrosis of internal condyle of the femur were noticed. On (B)(6) 2014, the patient's antinuclear antibody was (B)(6) times (homo) and immunological test were negative for rheumatoid factor (rf), anti-cyclic citrullinated peptide antibody. On (B)(6) 2014, the patient's magnetic resonance imaging of the hip joint was done in which femur head necrosis, fracture, or bone contusion (including fragility fracture) was not found. Fluid collection (arthritis suspected) was also not observed in both hip joints. T2 weighted image + fat suppression (t2wi + fs) high intensity area was noted in the outside of the greater trochanter of both sides (left>right), which suggested trochanteric bursitis. No abnormal signal area was noted in soft tissues around the hip joints. No abnormality was present in the cavity of the pelvis. Bilateral trochanteric bursitis was suspected. On (B)(6) 2014, the patient's magnetic resonance imaging of the right knee joint showed mild formation of osteophytes in the condyles medialis and the condylus lateralis of the right femora and the right cnemis, which were findings of gonarthrosis. Also, narrowing of the teardrop distance was observed. Subcortical pachynesis, subcortical cyst, partial irregularity and partial deficiency of the joint cartilage were found in the medial condyle of femur. Mild accumulation of joint fluid was observed from the cavity of the right knee joint to the right suprapatellar pouch. No rupture of medial and lateral meniscus or abnormality in the anterior and posterior cruciate ligament or in the medial and fibular collateral ligament was found. Fragility fracture, bone contusion, or osteonecrosis was not observed. It was observed that the patient had right gonarthrosis. It was reported that pantalgia persisted afterwards and the patient was referred to the outpatient department of the rheumatology department on (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital for a close investigation. Exclusion of infection and tumor was performed. It was reported that the patient was followed up as an outpatient. On (B)(6) 2014, the patient's magnetic resonance imaging on fingers of both hands showed synovial thickening and synovial enhancement between the wrist bones of both hands, in the carpometacarpal (cm) joint, the metatarsophalangeal (mtp) joint and some proximal interphalangeal (pip) joints, which were reasonable findings of rheumatoid arthritis. Tenosynovitis, bone erosion and bone marrow oedema were not observed. No tenosynovitis was noted. There was synovitis of the fingers of both hands and the patient's c-reactive protein was 1.40 mg/dl (normal range unknown). On (B)(6) 2014, the patient's synovial fluid analysis (joint fluid) showed negative results for crystal. On an unknown date, the patient's physical examination showed edematous change like dactylitis of fingers of both hands. Tenderness in metacarpophalangeal/proximal interphalangeal (mcp/pip) of all fingers of the left hand, distal ip (dip) of the 3rd finger, mcp of the 1st, 2nd and 5th fingers of the right hand, pip of the 3rd and 4th fingers of the right hand, both shoulders, left elbow, left hand, crotch, both knees and left ankle joint to around the joint was observed. There was tenderness in the proximal part of both upper arms, no tenderness in the heel cord. The patient's squeeze test was positive for both hands and legs and swelling in the left wrist and left 2nd mcp joint was noted. The patient's blood test showed dihydrolipoamide s-succinyltransferase (dlst) was (B)(6)% and had doubtful reaction {negative, less than equal to (B)(6)%; doubtful reaction, (B)(6)%; positive, more than (B)(6)%). Patient's immunological test were negative for anti dna/double stranded-dna antibody, anti­ ribonucleoprotein antibody, anti-smith antibody, anti- sjogren's-syndrome-related antigen a antibody, anti-sse antibody, lupus anticoagulant, anti-cardiolipin antibody, anti-cardiolipin beta 2gp1 antibody, myeloperoxidase­ antineutrophil cytoplasmic antibody (mpo-anca) and proteinase 3-antineutrophil cytoplasmic antibody {pr3-anca) and the patient's anti single stranded dna igg antibody was 28 u/ml. There was no complement decrease. It was reported that there was no relationship with rheumatoid arthritis or reactive arthritis regarding hla-drb1 and hla-a/b. The patient was hospitalized till (B)(6) 2014. As of (B)(6) 2015, outcome of the event "reactive arthritis" was regarded as resolving as the symptoms were improving. The patient's c-reactive protein value was found to be 0.70 mg/dl (normal range; unknown), antinuclear antibody was (B)(6) times (homo) and immunological test were negative for rheumatoid factor (rf), anti-cyclic citrullinated peptide antibody. Corrective treatment: etodolac (hypen) at a daily dose of 400 mg from (B)(6) 2014 to (B)(6)2014, celecoxib (celecox) at a dose of 100 mg, as needed, from (B)(6) 2014 to unknown, esomeprazole (nexium) at a daily dose of 20 mg from (B)(6) 2014 to unknown, loxoprofen sodium hydrate at a dose of 60 mg, twice a day and celecoxib (celecox) at a dose of 200 mg, twice a day+ esomeprazole (nexium) at a daily dose of 20 mg form (B)(6) 2014. Outcome: recovering/ resolving seriousness criteria: hospitalization for reactive arthritis.